Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device's functionality was tested and no anomalies were found. The original battery was sent to the vendor for further analysis. An internal anomaly was found to be the cause of the premature battery depletion.

Event description:
It was reported that the device was explanted due to premature battery depletion.